Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported by the caller that yesterday she tried to increase the patient's stimulation from 3.5 to 3.6 and it didn't event increase it just jolted the patient and left arm and leg jumped and her face went numb. Her speech already affected by dystonia and then after the jolt she had a hard time speaking and the left side drooped. Then the stimulator went off and she had a hard time getting stimulation back on again. No further complications were reported or anticipated with this event.